Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized due blood glucose levels greater than 600 mg/dl, vomiting and dehydration. The caller stated that patient may have had a stomach bug or may have eaten something that made her sick. Nothing further was reported.